Event description:
Received email from the biomedical department of an int'l affiliate stating that as he was inspecting the bed, before delivering it to the hospital, he found that when he depresses the brake pedal, the brake would not hold. He stated that the problem is in the casters at the foot end of the bed. Received email from the reporter stating that he installed the new casters which resolved the issue of the brake not holding.